Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of (B)(4) visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the first staple appeared to be misaligned. There were 21 staples remaining in the cover block indicating that at least 14 staples were fired by the end user. The trigger was returned engaged. Clear evidence of use in the form of biological material was observed on the sample. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first 5 staples fired properly. To simulate insertion into the skin, 6 staples were fired into the simulated skin. The first staple was able to properly form and attached to the skin pad. The next two staples did not form properly. The fourth staple was able to fully form and attached to the skin pad. The fifth and sixth staple, did not form properly. Another three staples were fired out of the simulated skin pad. The first two staples formed and released properly. The third staple partially formed. The stapler was disassembled. It was observed that the tab of the forming tool that holds the anvil in place was bent was bent inward, hindering proper component interaction. In addition, die casting anomalies were discovered on the distal end of the forming tool. No other defects or anomalies were observed with the device. A non-conformance was previous opened to further evaluate forming tool issues. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first staple appeared misaligned. Upon functional testing, the first 5 staples fired properly. To simulate insertion into the skin, 6 staples were fired into the simulated skin. The first staple was able to properly form and attached to the skin pad. The next two staples did not form properly. The fourth staple was able to fully form and attached to the skin pad. The fifth and sixth staple, did not form properly. Another three staples were fired out of the simulated skin pad. The first two staples formed and released properly. The third staple partially formed. The device was disassembled. It was observed that the tab of the forming tool that holds the anvil in place was bent inward, hindering proper component interaction. A non-conformance was previous opened to further evaluate forming tool issues. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".